Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for infusion of intrathecal morphine for non-malignant pain/failed back surgery syndrome. The pt underwent explantation of the device four years later due to end of battery life. During explantation, the hcp noted black particles in the pt's cerebro spinal fluid. The explant device and a sample of the pt's cerebro spinal fluid were returned for analysis. Preliminary results show no black particles were found in the pump reservoir. The catheter was left in place and reconnected to the newly implanted synchromed pump.